Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. E1 - initial reporter establishment name: (B)(6). E1 - address 1 & 2: (B)(6). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the ceramic break malfunction: some kind of excessive force. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during service / maintenance (not in a clinical setting), the subject resection sheath ceramic head was damaged. There was no patient involvement.